Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported on a post on social media "it has a high failure rate. I limped and suffered pain for 2 yrs with cartiva. I held on to try to make it work. I'm currently recovering from fusion from a badly effed up metatarsal. I'm (B)(6) birk wearer, rarely high heels for those blaming arthritis on shoes. Google 1st"